Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 407 mg/dl. The patient contacted their health care provider for high blood glucose. The customer stated that they do not have a back up plan. The patent has treated with a bolus. The troubleshooting was performed. The customer does not have fill cannula set, insulin pump is working as designed and advised to monitor insulin pump and contact health care provider to check settings and discuss high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.